Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "f-38 alarm" was confirmed during device evaluation. The root cause was determined to be damage to the tube misloading sensors. The tube misloading sensors were replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a flogard infusion pump had an f-38 alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.